Event description:
It was reported the generator was making a very loud noise during the procedure and it wouldn't permit them to increase or decrease the power of the blade.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was received in good condition, with minor surface imperfections. The unit was delivered rf energy correctly into the fixed resistors. The loud noise was confirmed to be vibrations from the heat sink from the fan. A washer will be placed to address this issue. Inability to adjust output level was confirmed; incorrect installation of the component r289 caused the system to always display -:- when the handpiece was connected. The unit was repaired. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.